Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the right ventricular (rv) left bundle branch (lbb) lead became embedded with too many myocardial fibers and could not be cleaned, so it could not be successfully rotated into the deep part of the compartment, not firmly fixed. The rv lbb lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.